Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl was unable to shock twice during a patient event on (B)(6) 2016. The patient was successfully shocked with another defib. It is reported that the patient passed away later the same day. The users have not contributed the patient's death to the defib issue.

Manufacturer narrative:
The device was evaluated onsite by a philips field service engineer who was unable to confirm or reproduce the reported issue. No strips were available for review. There was no trouble found with the device. There were no repairs or replacements required for the reported issue. Following testing, the device was returned to the customer for use. Philips is unable to confirm that a malfunction occurred. Therefore the cause cannot be determined.